Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to improper reprocessing due to leakage occurring at the biopsy channel. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: IFU states the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-290 series operation manual 3.8 inspection of the endoscopic system: nothing other than sterile water should be used for auxiliary water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: the light guide lens had a chip. The objective and light guide lens had pitted. The distal end insertion unit was worn. The bending section cover glue was missing and lifted. The control body casing and grip was worn. The aspiration housing color ring, control body side cover, and switch was worn. The light guide had delamination. Water ingress at suction connector. Leak at biopsy channel and the angulation was lower than the standard. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that while using the colonovideoscope, the unit experienced an image issue. The issue was found during maintenance. There were no reports of patient harm associated with the reported event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction contamination in the auxiliary channel was identified. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.